Event description:
Additional information was received indicating the atrial lead was explanted to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture and loss of sensing were observed on the atrial lead. The lead was repositioned. At a later follow-up, loss of capture and loss of sensing were observed again on the atrial lead. No additional intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.